Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure and related to a device design. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the permanent cautery spatula was last used on (B)(6) 2021 on system sk4280. The instrument has a maximum of 10 uses. There were 9 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the failure mode that was identified could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was observed to have a broken wire and the instrument was no longer bending. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery spatula instrument was inspected prior to use and there was no damage observed or noting out of the ordinary. The site has not recently changed the instrument cleaning or sterilization methods. No further details were available.